Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65 year old male was transfered, suffering ventricular fibrillation during transport. An impella cp was placed without issue. While on impella cp support, the patient suffered several episodes of atrial fibrillation requiring medication and cardioversion. After two days of support, the patient was successfully bridged to an impella 5.5 that was later successfully weaned. Atrial fibrilliation is less prone to be elicited by the impella cp since it does not interact with the atrium but is a known common arrythmia for patients with critical cardiac presentation.